Event description:
It was reported that the patient was having chronic pericardial effusions. Computed tomography (CT) was performed but did not reveal any lead anomaly. The physician elected to have the right ventricular lead explanted and replacement was positioned in a different location. Patient remained stable throughout the procedure.